Event description:
It was reported that the patient's implantable neurostimulation system was removed in 2007 due to pain at implant site. Additionally it was reported that part of a lead was left in the patient's body.